Manufacturer narrative:
Received pump error 38 alarm during rewind. Unable to perform the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test. Pump fails self test due to vibrate anomaly. The pump fails the sleep current test. Pump passed the active current test. Successfully downloaded history files and traces using thus. Pump was cut open to perform visual inspection and found moisture damage on pcba 1, motor, force sensor, keypad connector, harness assembly vibrator connector, and lithium battery connector. The following power alarms/alerts noted in downloaded history on event date: power loss alarm [6] on (B)(6) 2023 22:31:22.000 and battery failed alarm [58] on (B)(6) 2023 19:32:13.000. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. The following alarms/alerts were noted in downloaded history files: pump error 68 on (B)(6) 2023 19:43:03.000, stuck key alarm (61) on (B)(6) 2023 16:49:03.000, and pump error 38 on (B)(6) 2023 13:34:49.000. All buttons were tested individually for their functionality; no damage to keypad traces and j1 connector on pcba 1 was not unlocked during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads - cracked, stained keypad overlay, cracked case-corner of belt clip rails, pillowing keypad overlay, peeling serial number label, and corroded battery tube. No unexpected pump error 68 noted during analysis, pump error 68 not confirmed. No blank display noted during analysis, blank display not confirmed. Moisture damage confirmed on pcba 1, motor, force sensor, keypad connector, harness assembly vibrator connector, and lithium battery connector. Pump error 38 , vibrate anomaly , and sleep current anomaly confirmed due to moisture damage. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated customer complained that the pump occurred 68 (trace pointers are invalid) and pump stopped working. Troubleshooting was  performed were unable to clear the alarm. The customer also reported blank display as the customer removed battery from pump for couple of hours. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.